Manufacturer narrative:
It was reported that during an anterior cruciate ligament surgery the suture broke while being tightened. Since the device was not received, an evaluation of the device could not be performed and the reported event cannot be verified. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture broke while being tightened. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.